Event description:
The customer reported that the alarm has power but when the alarm sounds there is static. No other damage reported by the customer. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: eval of the returned product found that the alarm unit powers up but alarm does not sound when the magnet is removed from magnet plate. All other functions passed testing. Additional testing found that the reed switch is damaged. Note: instructions for use state: the posey keepsafe essential is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. Do not use the alarm or magnet if it does not activate each time magnet is removed from face plate. (B)(4).